Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 10-feb-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the systems were not communicating. The technical support specialist remotely dialed into the stations and verified that no disconnected mode was displayed on the screen. The tss checked the data synchronization logs and confirmed that no communication errors were found. No further issues were identified on any of the three stations. The tss verified with the customer that all three stations were communicating properly. The system functioned as intended after the technical support specialist verified the devices.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary tower, the systems were not communicating. The users were not being able to pull medications from the pyxis in timely manner. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. However, there were no adverse events or injuries reported based on this event.